Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- an evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the surgeon revised a 18x13 30+4 s-rom stem and a 50mm pinnacle cup. The pinnacle cup was determined to be implanted too flat and anteverted during a previous operation, which had led to the 32mm +6 ceramic breaking. The s-rom stem was explanted and a 18x13 36+12 stem was implanted. The cup was explanted and a 58mm revision cup with a 36mm ceramic head was implanted. There was no surgical delay. The new stem provided good stability. Doi: (B)(6) 2024. Dor: (B)(6) 2024. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.